Event description:
It was reported to globus that a pt underwent surgery using retain implants in the (B)(6). The pt moved to the united states, where she underwent a two level plif and had the retain implants removed. During the surgery the surgeon stated the removed implants had broken.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no part number or lot number was provided. No evaluation could be performed as the implant has not been returned for evaluation. If additional info becomes available, a supplemental report will be filed.